Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. Conclusions: based on the complaint information, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens in the patient's left eye on (B)(6) 2014. The patient experienced evaluated iop and a anterior chamber irrigation/evacuation of remaining visco/fluids was performed three times after surgery, iop remained elevated after each wash. The toric icl was explanted and no other lens was implanted. Early peripheral cortical cataract was noted. The status of the eye is clear cornea mid-dilated pupil with sphincter atrophy.

Manufacturer narrative:
Dob - unk. (B)(4) - intraocular pressure rise; blurred vision; corneal edema; cataract; (lens explanted). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).